Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported loss of seal was found to unknown/undetermined due to the lack of relevant medical information surrounding the event. No information was provided to determine if the endoleak was resolved. As of the date of this report, there have been no additional patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4)

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was treated with the ovation ix endovascular sealing system. During this index procedure, a type 1a endoleak was reported. No further information has been provide at this time. There have been no additional patient sequelae reported.